Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was loosely folded with fluid in the inflation lumen, and bloody on the outside. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection found no damage or irregularities. Functional testing of the device was done by attaching an inflation device (filled with water) to the hub of the catheter and applying positive pressure. The balloon was inflated to 20 atms and held inflation for 5 minutes without leaking or losing pressure. The reported burst was not confirmed.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric and the de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. After a jr 3.5 non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for pre-dilation; however, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric and the de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. After a jr 3.5 non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion. A 2.0mm x 12mm quantum maverick balloon catheter was advanced for pre-dilation; however, upon inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.